Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters with one open in the middle of the patient's chest. The patient first alleged a burn mark however field services confirmed there was no apparent burn mark but instead a blister. The field representative described the blister as red, white, and yellow. The field representative believes due to the patient's anatomy the garment was causing friction on the body. There was no alleged device malfunction contributing to the irritation. The patient was prescribed neosporin by a medical professional. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.